Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door two failed intermittently. A field service engineer replaced the latch switch due to corroded switch pins to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the door latch 2 consistently failed and made a click sound. The malfunction occurred when a user tried to issue medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.